Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp unit and was unable to verify the reported problem. There is no air leak alarm however, in the error logs the fse found "leak in circuit" alarms. The fse performed all diagnostic tests, safety and functional tests and the unit passed all tests. The unit was returned to the customer for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed an air leak alarm. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.